Event description:
The issue occurred during preparation for use when setting up the room.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added on fields: b5, e2, e3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, however as of this report the results of this evaluation are not yet complete. Once the results of this investigation become available a supplemental report will be submitted.

Event description:
The customer reported to olympus the videoscope cable exera ii had no image or video. The reported issue was discovered during reprocessing prior to preparation of use for an unknown diagnostic procedure. There was no patient/user harm or injury reported due to the event.